Event description:
During an atrial tachycardia procedure, an air leak was noted on the agilis sheath valve. Once the agilis sheath was inserted into the groin, the advisor hd grid catheter was inserted and while aspirating the agilis sheath, bubbles were noted. The advisor hd grid catheter was removed and no bubbles were aspirated. The advisor hd grid catheter was again reinserted, and the bubbles were present while aspirating. It's alleged that the hemostasis valve was not sealing properly around the advisor hd grid catheter. There were no adverse patient health consequences.